Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿insulin was infusing via the pump, when the registered nurse noticed it appeared to be infusing too rapidly. The infusion was stopped. The patient was monitored with no change in blood sugars and no harm to the patient." Additional information provide during follow up indicated that following the event the pump was inspected by the hospital biomed. It was noted that the internal platen was broken and separated from the pump module.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿insulin was infusing via the pump, when the registered nurse noticed it appeared to be infusing too rapidly. The infusion was stopped. The patient was monitored with no change in blood sugars and no harm to the patient."